Manufacturer narrative:
Samples received: 1 open pouch. Analysis and results: there are two previous complaints of this code batch, one of them regarding the same issue. The other one is not related to the leakage. Manufactured (B)(4) units of this code batch, there are no units in stock. Reviewed the batch manufacturing record, there is a deviation prior to the release of the product. The deviation was an approval of the ampoules. The one open ampoule unit received was checked. Leakage of the liquid glue through a line that seems to be connected to the injection point of the ampoule was observed. The ampoule received from the customer has a tear near the injection point on the surface of the ampoule and as a consequence of that, leakage of the liquid glue through the cannula, thus provoking glue polymerization outside the ampoule. Final conclusion: complaint is justified. Corrective/preventive actions: the supplier of the ampoules is to be informed about the finding.

Manufacturer narrative:
(B)(4) (importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: singapore. The customer reported noting a white crystallization surrounding the vial of histoacryl flexible adhesive.